Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation, the root cause / potential root cause for the white foreign matter on the hub was determined to be adhesive used during the manufacturing process to assemble the hub with the holder.

Event description:
It was reported that foreign matter was found on the hub of the bd vacutainer® blood transfer device with luer adapter. No injury or medical intervention reported.